Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the cardiac resynchronization therapy defibrillator (crt-d) set screws did not 'click' to indicate they were securely in place. An attempt was made to removed the leads after backing out the set screws but the leads were found to be stuck in the header of the device, this was suspected to possibly be indicative of a device problem. The electrical measurements were as expected so the physician decided to complete the implant procedure. The device remains in use. No patient complications have been reported as a result of this event.